Manufacturer narrative:
Outcomes to adverse event: other: pain, pseudarthrosis. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Radiographic image review result: post-op x-ray for l2-3, l4-5, l3-4 fusion shown. There appear to be two separate areas of posterior instrumentation at l2-3 and l4-5 but maybe the rod had spurred all of the levels and fractured. An interbody shaft is present at l2-3. A shaft present at l3-4 but the rod doesn't spur this segment. At l4-5 the interbody shaft appear to be positioned posteriorly. I am unfamiliar with the indications for this type of construct. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent tlif (transforaminal lumbar interbody fusion) at l4/5 and fixation was performed at l3/4/5/s2ai with screws due to cage backed out and dysraphism occurred. Post-op, cage backed out because bone fusion was not achieved in the initial surgery. Bone fusion was not achieved because the cage had just been reinserted and bone graft had just been performed in the intervertebral space again. Hence on (B)(6) 2020, a revision surgery (it was a re-operation for the operation of the fourth time) was performed in which the cage was removed, and the screws at l2, l4 and l5 were removed. This was the fifth time for mob cases. The patient felt pain in lower extremity.